Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Upon review of the sensor data available in the data management system (dms), indicated that the system was working within expectations and did not show any concerns about the health of the sensor. Overall, bg values meet the sg trends well. The observed differences were attributable to the expected lag between bg and sg inherent to the sensing technology. The user was advised to continue using the system and to enter calibrations when glucose trends are not changing rapidly. User agreed with the escalation response when it was shared. . Data management system (dms) review confirmed the user was using the system with up-to-date information. This MDR is submitted retrospectively following an internal review.